Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The overall baseline gender characteristics is male; the age of the patients was 78 years old. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿management of anticoagulation in patients undergoing leadless pacemaker implantation.¿ heart rhythm. 2019; 16(12):1849-1854. Doi: 10.1016/j.hrthm.2019.05.016. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a leadless cardiac pacemaker (lcp) device. The author indicated that there were two patients who experienced complications. One patient presented with a hemorrhagic pericardial effusion without tamponade; which did not require drainage. Another patient presented with ¿symptomatic thrombosis of the ipsilateral saphenous vein.¿ this patient was given additional anticoagulant medication and required three additional days of hospitalization. The location of the device is unknown; but appears to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction/additional information: this new information is based on the subsequent follow up information obtained from the author. Upon investigation, it was discovered that the information in this article for patient #2 (symptomatic thrombosis of the ipsilateral saphenous vein) was previously reported in a timely manner on 2016-10-06, and is represented in the regulatory report number 9612164-2016-01054. Therefore, this is a duplicate report. If information is provided in the future, a supplemental report will be issued.